Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) could not be evacuated or deflated for withdrawal. Manual compression was applied to achieve hemostasis. There was no reported patient injury. A retrograde approach was used, the user was certified, and no visible issues were noted before use. One device was used, the sheath details were unknown, and angiography confirmed procedural suitability. The vessel diameter was confirmed to be at least 5 mm, there was no vessel tortuosity, and no peripheral vascular disease or calcium near the puncture site. No device or packaging damage was observed prior to opening, and the device was stored and prepared in accordance with the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Corrected data: code changed from "catheter-detachment" to "balloon-deflation difficulty". Complaint conclusion: as reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) could not be evacuated or deflated for withdrawal. Manual compression was applied to achieve hemostasis. There was no reported patient injury. A retrograde approach was used, the user was certified, and no visible issues were noted before use. One device was used, the sheath details were unknown, and angiography confirmed procedural suitability. The vessel diameter was confirmed to be at least 5 mm, there was no vessel tortuosity, and no peripheral vascular disease (pvd) or calcium near the puncture site. No device or packaging damage was observed prior to opening, and the device was stored and prepared in accordance with the instructions for use (IFU). The balloon could not be withdrawn, and the physician disassembled the device during the procedure, resulting in the device being returned in four separate pieces. One non-sterile 6f/7f mynxgrip vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that it was received separated into four (4) distinct sections. The first section consisted of the black handle with tubing, stopcock, and part of the internal wire; the stopcock was observed to be closed, and the shuttle was separated from the black handle. The second section consisted of the shuttle, shuttle tube, and sealant sleeve observed fully retracted. The third section included a portion of the internal wire with the balloon covered by the advancer tube. The advancer tube was removed to allow inspection of the balloon, which showed no abnormal condition to be reported as received. The fourth section was identified as the atraumatic tip. No syringe, sealant, or catheter sheath introducer (csi) were returned for this evaluation. An attempt to execute an inflation/deflation test could not be performed, as the separated condition in which the device was returned prevented execution of the evaluation. A high-magnification microscopic evaluation was conducted to assess the balloon area. During this analysis, the distal end of the balloon was observed to be slightly more elongated than normal, and a portion of the separated atraumatic tip could be noted during this analysis. No other anomalies were observed through microscopic examination. The reported event of ¿balloon-deflation difficulty¿ could not be observed as functional testing of the balloon could not be executed due to the device being received in four separated parts, which was confirmed to have been intentionally performed on the device by the user. The exact cause of the deflation difficulty experienced could not be determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported difficulty deflating the balloon while in the patient, particularly since functional analysis of the balloon could not be performed due to the received condition of the device. However, it was reported that the balloon was prepared in accordance with the IFU, which includes testing the balloon prior to use in the patient; therefore, possible contributing factors to the reported deflation difficulty include procedural/handling factors and/or contrast media-related factors. During microscopic analysis, it was noted that the distal end of the balloon was slightly more elongated than normal, which could potentially contribute to deflation difficulties if this condition was present during the procedure. However, because the device was received in four separate pieces, including separation of the atraumatic tip, it is unknown whether this condition was present prior to the reported deflation difficulty or occurred after the event. According to the IFU during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ also included in the IFU, step 3: remove device, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing.¿ it should be noted that viscous contrast solution might cause difficulties when inflating/deflating the balloon and/or delay the balloon¿s inflation/deflation time. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) could not be evacuated or deflated for withdrawal. Manual compression was applied to achieve hemostasis. There was no reported patient injury. A retrograde approach was used, the user was certified, and no visible issues were noted before use. One device was used, the sheath details were unknown, and angiography confirmed procedural suitability. The vessel diameter was confirmed to be at least 5 mm, there was no vessel tortuosity, and no peripheral vascular disease or calcium near the puncture site. No device or packaging damage was observed prior to opening, and the device was stored and prepared in accordance with the instructions for use (IFU). The balloon could not be withdrawn, and the physician disassembled the device during the procedure, resulting in the device being returned in four separate pieces. The device will be returned for evaluation. Addendum: per pe findings, visual inspection of the device showed that it was received separated into four (4) distinct sections. The first section consisted of the black handle with tubing, stopcock, and part of the internal wire; the stopcock was observed to be closed, and the shuttle was separated from the black handle. The second section consisted of the shuttle, shuttle tube, and sealant sleeve observed fully retracted. The third section included a portion of the internal wire with the balloon covered by the advancer tube. The advancer tube was removed to allow inspection of the balloon, which showed no abnormal condition to be reported as received. The fourth section was identified as the atraumatic tip.